Manufacturer narrative:
The previous pump exchanges were reported under medwatch MFR#s 2916596-2015-00086, 2916596-2015-00640, 2916596-2015-00939. The original pump implant was on (B)(6) 2014. Approximate age of device ¿ 34 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had worsening electrolytes, oliguria and decreased pump speeds. The patient¿s lactate dehydrogenase level reportedly increased to 3100 u/l on (B)(6) 2015. The pump was explanted on (B)(6) 2015 in favor of a pump exchange as it would have been the patient¿s 5th pump due to pump complications every 2 months. The patient was reportedly now supported by an extracorporeal circulatory support device. No additional information was provided.

Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 5 inches from the pump end bend relief and the severed portion of the lead was also returned. The sealed inflow conduit had been cut at the distal graft attachment and the severed portion was not returned. The sealed outflow graft was returned with the graft severed at the graft attachment. Upon disassembly, examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in one of the rotor vanes. The tissue did not show laminated layering, indicating that the thrombus did not form on the rotor. A small ring of tissue-like thrombus was observed on the inlet bearing. The tissue was soft and comprised of a single layer, indicating the ring was likely an acute formation. The observed thrombus would have contributed to the reported increase in the patient's lactate dehydrogenase level. The evaluation could not determine the origins of the rotor thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portions of the lead found it to be unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption values comparable to those recorded during the manufacturing process and the pump functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.